Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for use. A new tamponade occurred following the brockenbrough procedure. At the moment the tamponade occurred, the catheter and other devices were outside the body, however, when the tamponade was detected, the catheter, wire, and sheath were positioned in the left atrium. During tamponade management, all manufacturer personnel were asked to leave, so the specific interventions are unknown. The patient condition improved after surgery. The procedure was cancelled, and the device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath were selected for use. A new tamponade occurred following the brockenbrough procedure. At the moment the tamponade occurred, the catheter and other devices were outside the body, however, when the tamponade was detected, the catheter, wire, and sheath were positioned in the left atrium. During tamponade management, all manufacturer personnel were asked to leave, so the specific interventions are unknown. The patient condition improved after surgery. The procedure was cancelled, and the device is not expected to be returned due to disposal. Additional information indicated that an rf needle was used for the transseptal puncture, and a starter guidewire was also used.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the cardiac tamponade is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return, therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that cardiac tamponade is addressed as a potential procedural complication when using faradrive sheath. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of cardiac tamponade is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of faradrive sheath. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath were selected for use. A new tamponade occurred following the brockenbrough procedure. At the moment the tamponade occurred, the catheter and other devices were outside the body, however, when the tamponade was detected, the catheter, wire, and sheath were positioned in the left atrium. During tamponade management, all manufacturer personnel were asked to leave, so the specific interventions are unknown. The patient condition improved after surgery. The procedure was cancelled, and the device is not expected to be returned due to disposal. Additional information indicated that an rf needle was used for the transseptal puncture, and a starter guidewire was also used.